Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements four months post implant. X-rays and fluoroscopic imaging were reviewed and noted no lead dislodgement. A revision procedure was performed and the lead was successfully repositioned and satisfactory threshold measurements were obtained. The root cause was unable to be determined. Subsequently, high thresholds and loss of capture (loc) were later observed. The root cause was still unable to be determined. The patient experienced worsening heart failure symptoms of shortness of breath (sob) and fatigue due to the lack of biventricular pacing. An additional procedure was attempted to explant the lead, however, access was unable to be gained due to scar tissue, so the procedure was abandoned. The patient will be referred for lead explant on an unknown date in the future. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the rv lead was observed to have dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead was destroyed during explant and will not be returned.